Manufacturer narrative:
The investigation revealed that limited information was provided outside of the description "the biting tip of a algi pituitary broke and was retrieved from the patient" and "the bite broke. Piece recovered. No consequence for the patient", as well as an image of the broken rongeur tip. An attempt was made to call the rep to get more detail, but they did not pick up likely due to the large difference in time zones. The broken instrument was never returned for pd to physically inspect, but after reviewing the picture on 12/09/2025, the complaint is visually confirmed in that the pituitary fractured at the biting tip. The cause of this fracture is unknown, but it is plausible that this was a result of wear over time combined with excessive force conditions used by the surgeon. Labeling review: residual risks and potential side effects: "instrument malfunctions which potentially result in surgical delays (thereby causing additional exposure to anesthesia, blood loss, and infection), a change in surgical plan, failure to achieve optimal clinical result and/or, infrequently, cancellation of a procedure. Such malfunctions include instrument fracture, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration, instrument fracture may also result in injury to the patient." DHR review: based on this failure mode it is unlikely to have been an issue of a non-conformance in material, treatment, or dimensions, and more likely to have been the reasons stated in paragraph 1. Complaint history review: complaint history review identified occurrences of intra-operative device fractures associated with the algi pituitary rongeur between the dates of (B)(6) 2023 and (B)(6) 2025 and falls within the remote likelihood category. Risk review: review of the associated risk determined the hazards associated with the reported event were within anticipated risk. Following review, no new risks were identified. Labeling, complaint history, and risk reviews were completed with no deficiencies, discrepancies, or adverse trends identified. The device is dispositioned for scrap, and the event will be used for trend data. Complaint monitoring will continue, and additional action will be taken in the event that an adverse trend is identified. No additional action is planned at this time.

Event description:
It was reported that the biting tip of a algi pituitary broke and was retrieved from the patient.

Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. If any additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the biting tip of a algi pituitary broke and was retrieved from the patient. This event occurred in italy.